Manufacturer narrative:
It was reported that there was a venous pressure reading issue and a bubble sensor issue. No information was provided if the venous bubble sensor or the flow bubble sensor is affected. The instance of time was not reported. Three good faith effort were performed to gather further information without success. A getinge field service technician (fst) was sent for investigation and repair on 2023-02-01, 2023-02-13, 2023-02-14 and 2023-02-15. The reported failures could not be replicated. The connection cable for internal sensors was replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No log files were provided. For the failure "wrong venous pressure readings" no exact failure could be determined, because the failure could not be replicated. According to the risk file of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information due to - wrong plugged external pressure sensor or disconnection (mix up) - disturbed (emi) pressure sensor - response time is too long - too high / low atmospheric pressure according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. For the possible failure "flow bubble sensor failed" no exact failure could be determined, because the failure could not be replicated. According to the risk file of the cardiohelp device the following root causes can lead to the reported failure: - influence due to other ultrasonic devices (e.g. Flow sensor) - bubble sensor not plugged but recognized - connection of non-compatible sensor - environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage) - sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system according to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. For the possible failure "venous bubble sensor failed" no exact failure could be determined, because the failure could not be replicated. According to the risk file of the cardiohelp the following root causes can lead to the reported failure: - malfunction of venous bubble sensor - wrong bubble sensor information - influence due to other ultrasonic devices (e.g. Flow sensor) - bubble sensor defective / disturbed - bubble sensor not plugged but recognized - connection of non-capatible sensor - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage) - software failure - bubble sensor defective / disturbed - bubble sensor cannot be plugged - interface to cardiohelp error according to the instructions for use, chapters 2.2.5 (monitoring and sensors) and 5.4.4 (bubble monitoring: function test) the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The optional venous bubble sensor is for additional bubble detection. The review of the non-conformities has been performed on 2023-02-16 for the period of 2017-06-06 to 2023-01-31. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-06-06. Based on the results the reported failure "venous pressure reading issue and a bubble sensor issue" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. No malfunction of the cardiohelp could be confirmed. The connection cable for internal sensors was replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on (B)(6) 2023 for the period of (B)(6) 2017 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-06-06. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a venous pressure reading issue and a bubble sensor issue. No information was provided if the venous bubble sensor or the flow bubble sensor is affected. The instance of time was not reported. No harm to any person has been reported. Complaint ID: (B)(4).